Event description:
Rep reports that the valve stopped functioning.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.